Event description:
It is reported that a customer experienced high blood glucose of 466/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with setting the basal rate and time/date on the insulin pump. The customer stated that they were hospitalized for panic attacks and anxiety on (B)(6) 2014. The customer was not able to get into old pump for programming to reference. The customer was advised to talk to paramedics to set the dosage on their pump. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.